Event description:
It was reported, the subject device had a balloon fall off inside of a patient. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. There was no delay and when the problem was noticed the balloon was retrieved, the device was pulled and the procedure ended. The last part of the procedure wasn't completed, but enough specimens had been collected prior to the balloon falling off. There were no reports of harm to the patient's health.

Manufacturer narrative:
This report is related to patient identifier (B)(6). The device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under MDR report number 2429304-2024-00201.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported phenomenon occurred due to the incorrect balloon was used. However, the root cause of the reported phenomenon could not be identified. The event can be prevented by following the instructions for use which state: " maj-1351 was specified as the balloon to be used. If the combination of the scope and the balloon was the same as the descriptions written in the instruction manual." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer believed that the patient was caucasian but could not verify it in the patients chart. The customer confirmed the model number of the balloon which was used and fell inside the patient¿s body was maj-249.